Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the limb ischemia and thrombus have been completed. The cause of the limb ischemia was the use of a 16fr medkit introducer that is not indicated for use with impella. Per the instructions for use no introducers other than abiomed introducers are approved for use with impella due to improper technique by the end user. The cause of the thrombus was most likely biomaterial based on the provided clinical information. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 2.5 for mechanical circulatory support. During support, the patient developed lower ischemia. This was resolved by inserting a sheath into the left leg as a preventative measure to send blood flow to the right leg. Additionally, a thrombus was found near the outflow cage at time of normal impella removal, no action was necessary. No further information is available.